Event description:
The customer experienced failing qc for multiple assays and questionable results for two patient samples after weekly maintenance had been performed. Of the data provided, only the troponin t stat (troponin t) result for one patient sample was discrepant. The original result was 0.404 ng/ml. The first repeat result was 0.232 ng/ml and the repeat result on another analyzer was 0.257 ng/ml. The original result was not reported outside the laboratory. The repeat result from the other analyzer was believed to be correct. The patient was not adversely affected. The troponin t reagent lot number was 17505301 with an expiration date of 11/30/2014. The field service representative found the sample probe tips were rubbing against the clear incubation disk cover which was not properly seated. He reseated and properly aligned the incubation disk cover. He ran performance testing and the customer was able to run qc successfully.

Manufacturer narrative:
The investigation could not determine a specific root cause. The issue of the sample probe tips rubbing again the clear incubation disk cover was a possible cause of the event. Also, short sample alarms were noted on the provided analyzer alarm list from the date of the event. It was noted the customer was not following the tube manufacturer's recommendation for sample tube centrifugation time or force which may have contributed to the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.